Event description:
It was reported that the patient was presented to the clinic for follow up and the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.